Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Implanted.

Event description:
In the journal of arthroplasty "early outcomes of revision surgery for taper corrosion of dual taper total hip arthroplasty in 187 patients&#63490;y d.d. Et al, it was reported that 16 patients had closed reductions due to dislocation.